Event description:
Patient was revised to address fracture of the bone. It was reported that the patient fell.

Manufacturer narrative:
The customer reports the patient was revised to address fracture of the bone. It was reported that the patient fell. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (l hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Per the reporting only the femoral head was revised. It is not suspected that the reported femoral head was a contributing factor in the patient fall and subsequent bone fracture. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.